Manufacturer narrative:
Per additional information received on october 19, 2023 stated that the patient scheduled for removal on (B)(6) 2023. The patient suspected that both of her implants are deflated. Reason for device explant and/or reoperation: autoimmune disease, bilateral deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient who underwent a breast augmentation revision with a mentor smooth round moderate profile, 375cc saline breast implant experienced unexplained systematic symptoms post operatively including psoriatic arthritis, pain, and rashes. The report stated that she is having a lot of auto immune issue's a lot of rashes and diagnosed with psoriatic arthritis and a lot of different problems and pain in the left side, so she had a sonogram after an irregular mammogram examination. She is having fatigue and pain on her shoulder arms and hands. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).